Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53. (B)(4).

Event description:
The customer reports a (B)(6) qualitative ii assay (list number 02g22) result for one donor sample tested on an architect i2000sr analyzer. The sample generated a (B)(6). The sample tested (B)(6) with architect (B)(4) assay (list number 06c36) at (B)(6). Controls have been within specifications on all runs. The sample generated a weak (B)(6) result when tested by (B)(6) dna nat methodology. Samples were also tested on a second architect platform in the lab with the following results: (B)(6). The results of other markers were also provided: (B)(6). However, on-board stability was exceeded. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
Clinical sensitivity testing was performed using seroconversion panels with an in-house retained reagent kit of the architect (B)(4) qualitative ii assay, lot 61309fn00, as returns were not available from the customer site. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect (B)(4) qualitative ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved one discreet sample that may suggest a sample integrity/handling issue.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.